Event description:
It was reported that while removing a tumor in a cranial procedure, the perforator bit tore the dura while drilling above the sphenoid wing. It was further reported that the surgeon repaired the dural tear and the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.